Manufacturer narrative:
The device history record for the reported lot number, m6294t625, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The returned double swivel elbow (dse) and flex connector (mating component) were examined. There was no visible damage to the manifold, male insert, or flex connector components. The closed suction catheter was then fit tested using the returned flex connector. The 15mm end of the flex connector was attached to the male insert of the dse. There was no resistance felt during the attachment of the components. A stop was achieved just on the base of the dse. A ruler was placed next to the mated components to show the depth of the connection (see photo) a black dot (rotation marker) was placed on the male insert to test the components rotation alignment. Red arrows were placed on the components to show the starting locations of the components. A rotation was performed on the flex connector; however, the male insert did not rotate with the flex connector. The mated components became misaligned during the rotation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the flex connector easily came off during suctioning. The nurse found it and replaced both the suction catheter and flex connector for a new device. After the replacement, there was no problem. The was no patient injury.